Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken, both bail covers were broken, the heart lead flex and ring cover were contaminated, the lead flex cover was corroded, the battery contacts were compressed and the ring was bent.